Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the customer reported that the handpiece would not work with the crossfire ii. The customer tried the hand piece with a different crossfire and it worked successfully. This was used to complete the case upon inspection by the hospital biomedical engineer, he noticed that there was a black sooty deposit on the grey plastic socket on the front of the crossfire ii console. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the receptacle board incurred a short which is the cause of the rf probe to be non functional. (B)(4).

Event description:
It was reported that there was foreign material on the front socket of the console. There was no adverse consequences reported and the procedure was completed successfully.